Event description:
It was reported that prior to an interventional procedure, pre-close placement of the suture was achieved of a moderately calcified common femoral artery using a perclose proglide device. Reportedly, after successfully deploying the suture of the first proglide device in a 10-french sized access site, an attempt was made to deploy the second proglide sutures, but after suture deployment the sutures were not connected to the vessel wall and the sutures could be easily removed. The second proglide device sutures were removed, and a third proglide device was attempted, but also resulted in the sutures not being connected to the vessel wall and the sutures could be easily removed. After completion of the interventional procedure, only the suture from the first proglide device was used to achieve hemostasis. The physician stated that the calcification at the access site was the cause of the problems with the second and third device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Reportedly the common femoral artery was moderately calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.